Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The physician decided to perform a rv revision procedure. However, the rv lead could not be extracted, so it was surgically abandoned (it remains implanted but out of service) and a new rv lead was implanted. It was noted there were no visible signs of a lead fracture on x-ray. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (and out of service); therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.